Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon fired the stapler and the tissue was cut, but the staples did not form. The surgeon used a new cartridge to apply to the tissue. However, part of the tissue was resected a will be returned along with the staple cartridge. There was no patient injury to the patient.

Manufacturer narrative:
Date initial report sent: 08/22/2007.